Manufacturer narrative:
Correction: the initial incorrectly reported the site registration number. The site registration number is (B)(4). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Market quality performed a visual inspection on the ¿as received¿ condition. Four devices are in the original package. The contents inside are sealed and in good condition, the instruction manual is present in all four boxes. One device was received without the original packaging. Market quality performed a visual inspection on the received appearance and found no damages; the handle, slider and insertion were all in good condition. The needle appears to have a sharp tip and no visual residue; indicating the device had not been used. Mq also performed a functional check on the device. The needle was able to fully extend and retract out of the distal end without any force. Additionally, the needle slider, and locking mechanism were working properly as well. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, that during preparation for use the single use-aspiration needle had extreme resistance when deploying and pulled back into scope when withdrawing. The sheath retracted and extended without wanting it too. There were no reports of patient harm.